Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 400 mg/dl. Customer changed the pump supplies to address the issue. Reportedly, the customer is wearing the infusion set for more than 3 days. Tandem technical support informed customer that wearing the infusion set for more than 3 days, is off label per the user guide. Reportedly, the customer's husband contacted emergency services, and the customer was taken to the emergency room and then subsequently admitted into the hospital, with a blood glucose level of 600 mg/dl. Customer attempted to address the elevated (bg) with a manual insulin injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2025 with no permanent damage.